Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection around the surgery site, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. The physician also treated this patient with antibiotics. The patient is now doing well. Should additional information be received a supplemental report will be submitted.